Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (BG) level was displayed as ¿High¿; however, a specific value was not provided. Customer administered inhaled insulin to address elevated BG. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 12 Pro / Unknown / iOS_16.2.